Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/20/2013with the following findings:the reported line through display screen was not duplicated during testing. During testing, the screen was found to be fully functional and illuminated to normal contrast with no signs of extrinsic lines visible on the display. The display lens indicated multiple, deep scratches in middle of lens that were found to be obstructing the view. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen had lines through the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.